Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/30/3019. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil, a detached needle and a dispensed used suture of product code vcp433, lot # mgk372 were returned for analysis. During the visual inspection of a detached needle, the swage and attachment present marks and the barrel hole was damaged (flat) that appears to be by use of the surgical instruments could be observed. The suture was observed detached do the stress applied to the strand, present damaged on the surface and stress at the end. Per the needles condition the assignable cause of the performance - pull off suture needle, was an improper handling. To avoid this kind of damage the packages, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. A manufacturing record evaluation was performed for the finished device mgk372 number, and no non-conformances were identified.